Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a power cord that was not working properly. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer was provided with the part number for a replacement power cord. The investigation is ongoing.